Event description:
It was reported that the ilet issued a high glucose alert while insulin was being delivered but not absorbed, and the user was guided to perform troubleshooting and education including a full supply change for a cd infusion set; the user chose to retain the existing cartridge due to limited insulin after being informed of the risks, and insulin delivery resumed after tubing was changed. Symptoms included hyperglycemia. Outcomes included continued monitoring with a planned follow-up call to confirm a downward glucose trend. Investigation included remote troubleshooting, blood glucose assessment, and user education on supply change and infusion set management. Investigation of this case revealed an unclear cause of hyperglycemia with suspected infusion set or site absorption issue, as delivery resumed after tubing change while the cartridge was retained. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence to isolate a device malfunction versus an infusion site or user-related factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.